Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was guidewire coating on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the returned lead was damaged within the connector sleeve. Performed destructive analysis and found a part of competitor guidewire stuck in lead and guidewire's hydrophilic coating adhered to the coil filars. These indicated that the competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a competitor guidewire became stuck in the left ventricular lead. The lead was functioning normally, but it was later determined via an x-ray that the lead integrity had been altered; there was a visible defect. The lead was explanted and replaced. No patient complications have been reported as a result of this event.